Manufacturer narrative:
Lot number: the customer reported two potentially associated lot numbers, r17k29099 and r17k07087. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked at the connection between the tubing and the port. The reporter stated that the tubing had either completely fallen out of the port, or began to leak fluid at the connection. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the tubing was observed separated from the male luer. The solvent line was measured and found to not meet specifications. The reported condition was verified. The cause of the event was due to an incorrect assembly between components. A batch review was conducted on both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.